Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered 6 shocks for an atrial tachy rhythm. The impedance of these shocks was in an accepteble range; however, the daily measurments exhibited a gradual increase in shock impedance. The manual shocking impedance measurement was consistently >125 ohms. An invasive procedure was performed and one of the df-1 pins was not all the way in the device's header. This was corrected and difficulty inducing vf was then experienced. None of the induction methods would induce vf. When the fib high method was used, the egrams were lost. The device was removed and replaced.